Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic (dyspnea) patient presented to the emergency room. The pulse generator exhibited backup vvi mode. A device download was not recommended due to impedance readings. The device was explanted and replaced. No additional information was available.